Manufacturer narrative:
Cerner notified all impacted clients on (B)(6) 2018. The notification includes a description of the issue and instructions on how to correct items erroneously marked "in error". Cerner corporation will provide a follow-up report when the updates are completed for impacted clients.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's millennium dynamic documentation®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium dynamic documentation, ocf in error utility. The issue involves cerner millennium dynamic documentation and occurred when a utility was run to "in error" encounters as requested by a client. The intent was for certain encounters to be cancelled. However, logical domains were not taken into account when the in error utility was run which resulted in clinical event views, displays and reports inadvertently being marked "in error" for clients other than the requesting client. This issue could lead to a delay in patient care because results may not be available for review. This issue could also lead a clinician to place additional orders to run the test again if they believed it hadn't already been completed. Cerner has not received communication on any adverse patient events as a result of this issue.

Event description:
The software product mentioned in this medwatch report may not be, by definition, a medical device; however, cerner has chosen to file this medwatch report in order to voluntarily notify the FDA of a malfunction associated with this software product. The company's filing of this medwatch report does not signify cerner's belief or understanding that medical device reports are required to be filed for products such as cerner's millennium dynamic documentation®, nor are these products currently actively regulated by the FDA. This report documents information related to an issue identified with functionality included in cerner's millennium dynamic documentation, ocf in error utility. The issue involves cerner millennium dynamic documentation and occurred when a utility was run to "in error" encounters as requested by a client. The intent was for certain encounters to be cancelled. However, logical domains were not taken into account when the in error utility was run which resulted in clinical event views, displays and reports inadvertently being marked "in error" for clients other than the requesting client. This issue could lead to a delay in patient care because results may not be available for review. This issue could also lead a clinician to place additional orders to run the test again if they believed it hadn't already been completed. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
All affected clients were notified by cerner corporation of the option to have cerner perform recovery operations on the client's behalf or the option to perform recovery operations on their own behalf. Clients responded positively for either option and recovery measures were completed with the exception of one client, who after numerous attempts to communicate the recovery options, has not responded.